Manufacturer narrative:
Correction: h6 previously reported as "signal artifact". Now updated as to "oversensing".

Event description:
It was reported during remote follow up that the atrial lead exhibited low pacing impedance and oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.